Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the replacement surgery did not resolved the previous reported impedance and connections issues. The patient is the same as before the battery and extensions were replaced. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that there were high impedances. Some left side electrode combinations were high: 0 <(>&<)> 1 was 4,000, 0 <(>&<)> 2 was 4,897, 0 <(>&<)> 3 was 5,542, 1 <(>&<)> 2 was 4,678, and 1 <(>&<)> 3 was 5,301. The right side impedances and the therapy impedances were within normal range. The hcp thought that there was something wrong with the system because the patient would get good benefit and tremor control for about three days after a reprogramming, but then lose benefit as though he was back to baseline symptoms. This had occurred since implant and sometimes the benefit would only last a couple hours. The patient was first programmed on (B)(6) 2015 and then came back six days later because he lost efficacy. He did leave the implantable neurostimulator (ins) on, but did turn it off at one point when he was upset. Several reprogrammings had been done, but the issue was not resolved. The hcps tried interleaving and constant current, but within a day the therapeutic benefit stopped. It was noted that during lead implant the microelectrode recording results were all good in terms of lead placement. A CT scan also showed the leads in good location. No drug changes had been made either. The hcp stated that when they program the patient they get the same side effects as they did in the operating room (or) and could get good control over tremor, but on (B)(6) 2016, it looked like they ¿were driving the tremor¿ with the stimulation. They had only turned the patient on and off during the visit. Two weeks prior, they had complete capture of tremor on the left and 80% control on the right. The patient also had a constant ache and pain around the device since implant, which was not jolting or pressure. The ache did not go away when the ins was turned on and off. The hcp was considering taking the patient into surgery to evaluate the lead and connections, but was concerned it was a battery issue. The hcp agreed it was a connection issue, but wanted to know why the patient got therapy for some period of time after programming. The patient¿s indications for use were essential tremor and movement disorders. The cause of the impedances and therapy issue was not reported. It was unclear if a revision would be performed or not, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product analysis: the device passed all functional tests including impedance in saline test, connector block leakage test, and long term monitor test for 72 hours at body temperature..

Manufacturer narrative:
Concomitant products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. This event is now a reportable serious injury as the reported patient symptoms necessitated medical/surgical intervention to preclude permanent impairment/damage or a life threatening injury; an explant surgery was performed.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was explanted because the hcp thought the battery was defective because the patient wasn't receiving therapy and believes the lead is properly placed. The patient had a CT scan that verified lead placement. Additional information has been requested regarding the patient outcome and the outcome of the explant surgery, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.